Event description:
Tech alleged that the bed would drift down on the head end hi-low. No pt impact.

Manufacturer narrative:
The tech cleaned the head hi-low valve and the emergency trendelenburg valve and the issue remained. The tech replaced the head down hi-low valve to resolve the issue.